Event description:
On (B)(6) 2009, the patient's son stated that both the up and down buttons are not responding intermittently. It was verified that the beep volume is turned all the way up to the highest volume and that the alarm signals were set to both beep and vibrate. The patient's son was then instructed to hold down the up button and then the down button for three seconds each. Both buttons responded as intended during this test. The buttons do click when pressed down and then pop back up when released. The buttons do not appear to be damaged in any way. The infusion device has not been dropped and has not been exposed to or submerged in water. No insulin has spilled inside the infusion device. The infusion device will be replaced. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.